Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "staples were stuck to each other inside the applier and did not come out. Device was changed and operation continued as normal". No report patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly. Proper functional testing could not be completed due to the misaligned staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35w 6/box lot # 73k2400785 was manufactured on 10/25/2024 with a total of (B)(4) pieces. Lot was released on 11/01/2024. DHR investigation did not show issues related to complaint. Actions to address this issue of the cover block bottom positioned incorrectly were established as part of the non-conformance, which was closed on 12-dec-2024. The non-conformance was opened by the manufacturing site to evaluate the issue of wide visistat staplers failing to function properly due to staple misalignment. The probable root cause was identified as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. The sample was manufactured prior to these actions on 25-oct-2024. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were stuck to each other inside the applier and did not come out. Device was changed and operation continued as normal". No report patient harm or injury. The patient status is reported as "fine".